Manufacturer narrative:
As reported, prior to insertion, the balloon of a 6f/7f mynx control vascular closure device (vcd) was tested and found to be ruptured. There was no reported patient injury. The mynx vascular closure device (vcd) was used in a diagnostic procedure with a retrograde approach. The deployer was mynx-certified. A 6 french sheath was used. The puncture site was described as normal, and the vessel type was arterial with the vessel diameter confirmed to be at least 5 mm. The device was not returned for evaluation as it was discarded. The product history record (phr) review of lot f2527402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors make have contributed to the rupture reported. However, as the issue was noted while testing the balloon during prep, prepping/handling factors likely contributed to the issue experienced. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Neither the phr review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, prior to insertion the balloon of a 6/7f mynx control vascular closure device (vcd) was tested and found to be ruptured. There was no reported patient injury. The mynx vascular closure device (vcd) was used in a diagnostic procedure with a retrograde approach. The deployer was mynx-certified. A 6 french sheath was used. The puncture site was described as normal, and the vessel type was arterial with the vessel diameter confirmed to be at least 5 mm. The device is not being returned for evaluation as it was discarded.